Event description:
A female patient contacted lifecor customer support to report that both of her battery packs keep falling out of the monitor. Support sent the patient two replacement battery packs and a replacement monitor.

Manufacturer narrative:
Device manufacture date: battery pack - 2007. Battery pack - 2008. Monitor - 2008. Device evaluation summary: device evaluations of battery packs, and monitor have been completed. The reported problem was confirmed. Battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. Monitor battery pack were fully functional. They were retested and restocked. No adverse event resulted from the damaged battery pack. The patient received two replacement battery packs and a replacement monitor.